Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A supplemental report will be filed upon completion of the evaluation, or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested. No abnormalities or malfunctions were observed. The cause of the reported condition could not be identified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an overinfusion occurred during use of a bolus infusor 2 ml x 2 ml. The device was filled with 100ml of ropivacaine hydrochloride hydrate. The expected flow rate was 100 ml in 48 hours, but the infusion ended much earlier with the actual flow rate of 100 ml in 24 hours. This occurred during patient infusion. There was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. This is report one of two. Additional information has been requested but is not available.